Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred during the last minute of the patient's hemodialysis (hd) treatment. The blood leak was noted as being a bloodline tubing leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally onto the floor from where the venous twister connection broke off of the bloodline tubing. The venous line broke off of the bloodline tubing set when the venous twister connection was being tested (twisted) at the end of the patient¿s treatment. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No damage to the bloodline packaging was observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.